Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set d.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, they got a flash when the staff inserted the needle into the patient arm. However, it made a sound like it lost suction when the tube was attached, then blood flowed out from the chamber, and leaked on two (2) devices. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage during use was observed in one photo, but defective product/component was not seen. Additionally, 30 retain samples were subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device, and the issue of leakage during use and defective product was not observed. Also, the 30 retain samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage during use, and unconfirmed for defective product/component based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, they got a flash when the staff inserted the needle into the patient arm. However, it made a sound like it lost suction when the tube was attached, then blood flowed out from the chamber, and leaked on two (2) devices. No patient or user impact reported.